Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This is potentially reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/14/2016 with the following findings: several por events observed in bb on (B)(6) 2016. Moisture was observed under display lens. Leak test failed due to case seal leak. Opened pump, moisture damage found on display flex and connector. Test display used, pump was fully functional. The pump powers on with audible and vibration to a blank display.